Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A patient reported following bilateral intraocular lens (iol) implant procedures, she must force her sight to focus because she reports seeing shadows around letter, cannot distinguish faces and things in the daylight due to seeing a shadow around them, cannot see anything from 10 meters, everything is blurred, any artificial light causes her to see flashes, making it difficult to drive. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the fellow eye.